Event description:
Reportedly, after four turns of the screwdriver in the ventricular channel, the screwdriver clicked, but the device failed to provide pacing. Therefore, the device was not implanted. The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.